Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16529.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/13/2022, 12/20/2022 and 12/27/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint by the customer on the v60 indicating that they were receiving error code: machine and proximal pressure sensor failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that they were receiving error code: machine and proximal pressure sensor failure. The customer informed the rse that they had replaced the data acquisition (da) printed circuit board assembly (pcba) and removed the motor control (mc) pcba as well as reseated the mc to da pcba cable but this did not resolve the issue. The customer then reseated the mc pcba but this also did not resolve the issue. The customer removed the da pcba and installed the original da pcba but the issue was not resolved. The rse then provided the customer with the parts ID for the cable for da pcba to mc pcba as well as a mc pcba. The investigation is ongoing.